Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 400 mg/dl and that the pump is not delivering a bolus and is not showing up in the pump history. Troubleshooting assisted customer in administering the proper bolus amount which was successful. The customer was advised to call back if further assistance is needed as it appears that the pump is operating as designed. Customer declined high blood glucose troubleshooting.